Event description:
It was reported that patient had intermittent, very brief power and flow spikes for several months. The patient was hospitalized for respiratory related concerns. The patient began having more frequent low flows. The patient was diagnosed with both outflow graft complete occlusion and compression. The patient had "---" on flow parameters, with no change in power. They experienced chest pain and shortness of breath. A computed tomography (CT) was obtained on (B)(6) 2024 which showed internal filling defects within the outflow graft of the left ventricular assist device (lvad) causing severe stenosis with slit-like narrowing distally consistent with internal clot formation. The clot was seen throughout the outflow graft. Patchy bilateral pulmonary opacities were noted which are increased in the left mid lung which may be due to underlying infectious/inflammatory process. There was decreased trace right pleural effusion. Log file recorded frequent low flow alarm events throughout its brief history, on (B)(6) 2024 at 7:18 to (B)(6) 2024 at 9:39. The patient had been infected on their driveline site for years and had respiratory distress. They were admitted 1 week prior to event. Ultimately, the patient passed away on (B)(6) 2024. The death was considered to be device related. The pump was no longer flowing and operating. The pump was not explanted. Onset of thrombus is captured under manufacturer report number 2916596-2024-03059. Previous driveline infection is captured under manufacturer report number 2916596-2024-03137.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: corrected. Section d4, catalog number, model number: corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as images were not submitted for review. Review of the submitted log files confirmed the reported low flow events but did not confirm the reported elevations in pump power and flow. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported respiratory related concerns and patient outcome could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2024. All of the captured events were due to intermittent low flow hazard alarms. All of the captured data appeared to show the pump operating as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 ¿introduction¿ of the IFU lists the potential adverse events, including driveline infection, that may be associated with the use of heartmate ii lvas. This section also explains pump parameters, including power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm)). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also lists infection as a potential late postimplant complication. Various sections of the IFU and patient handbook contain information about preventing infection. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.